Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 131111: 150 items manufactured and released on 07 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, 144 items of the same lot have been already sold without any similar reported event. Visual inspection performed on (B)(6) 2018 by r&d product manager: pictures received with the complaint have been also considered. The breakage occurred below the head of the screw, which is the most stressed point as expected by the risk analysis. There is no sign of material or geometry defect that could have caused the failure. The breakage appears as a typical failure of implant under fatigue loading. This kind of breakage is a common event for pedicle screws in case of delayed fusion, or screw loosening, or spinal construct instability, which might be caused by a number of non-device-related causes. Clinical evaluation performed by medical affairs director on (B)(6) 2018: removal of broken pedicle screw 2 years after surgery. The quality of the single xray supplied does not allow to evaluate fusion level. The xray does not display the date of the image. Pedicle screws often suffer fatigue fractures when fusion did not take place and the device is continuously stressed: this is likely to be the clinical cause for fracture, but the information received does not allow a definite conclusion to be drawn. No particular comments can be made on screw positioning: from the one xray image, no major anomalies are identified.

Event description:
Revision surgery performed two years after primary due to pain caused probably by a pedicle screw breakage.